Manufacturer narrative:
Product analysis conclusion: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and tip capture release handle in the home position. Bunching was evident to the graft cover over the stent graft. Flattening was evident to the end of the taper tip. No other deformation evident to the remainder of the device. The reported positioning difficulties were confirmed through analysis. The reported coating issue could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft (vamf3030c200te) was intended to be implanted during the emergency endovascular treatment of a thoracic aortic dissection involving visceral artery territories. It was reported during the index procedure, when vamf3030c200te was opened no abnormalities were identified when the hydrophilic layer was activated, however, when the delivery system was implanted into the visceral artery area through the femoral artery there was obvious resistance. Despite repeated attempts and guidewire replacement, the device could not be delivered to the treatment position. The delivery device was withdrawn and it was found that some sections of the hydrophilic layer failed. The whole process took no more than 15 minutes. A non medtronic stent was implanted and the procedure completed successfully. Per the physician due to the patients' young age the cause of the resistance issue was due to a problem with the hydrophilic layer of the stent graft delivery system. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : it was reported that the packaging was not damaged prior to unboxing. It was confirmed that and the hydrophilic coating was activated and the deployment steps were followed per the instructions for use (IFU) . It was stated the patient was young with no vessel access problems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: one (1) image was received showing deformation to the graft cover over the stent graft. The reported positioning difficulties were confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.